Event description:
It was reported in an article following pediatric pts that were implanted with vns that a pt with a history multifocal epilepsy experienced an increase in seizures following vns implant. There is no allegation of device malfunction. Good faith attempts to obtain additional information from the author of the article have been unsuccessful to date.

Manufacturer narrative:
Article: long-term results with vagus nerve stimulation in children with pharmacoresistant epilepsy. Alexopoulos, a. Et al. Seizures 2006 pp 1-13. (See scanned pages).